Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the long bipolar grasper instrument's wire was protruding at the tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reported broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to being used in the procedure and no defects were found. The instrument was used in a robotic simple prostatectomy. The customer confirmed that the broken cable was silver in color, not the conductor wire. There was no observed thermal damage and the instrument did not collide with another instrument during the procedure. The customer checked for fragments and found none. The patient has not returned to the hospital for any complications.